Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-may-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device return to manufacture? No, device manufacturing date: 10-dec-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant procedure when the tether was cut the physician experienced tension when pulling the tether. The tether broke when the physician pulled harder. It was also noted that the thresholds on the ipg were significantly higher. The ipg was left in implanted and programmed to back-up pace and a transvenous pacing system was implanted. No patient complications have been reported as a result of this event.